Event description:
Patient had a mediport placed last year to begin therapy for rectal cancer. Routine pre-op chest x-ray done a few months later revealed mediport in place over hemithorax with coiled catheter projecting over the heart. Fluoroscopy was carried out eleven days later and revealed a fracture of the mediport catheter with the catheter coiled upon itself and lying within the right and left main pulmonary arteries. Patient was sent to another facility for removal of device.